Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was unable to be removed from the patient due to it being stuck in the carousel. The customer called technical support and the system faulted when trying to use the release key to straighten the instrument. The customer ended up using another instrument to straighten the force bipolar to finally get it to come through the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The force bipolar instrument involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was unable to be confirmed or reproduced by failure analysis. The force bipolar was placed on an in-house system and worked without any issue for three attempts. The force bipolar passed the recognition and engagement tests. The force bipolar moved intuitively with full range of motion in all directions. The grips opened and closed properly. The force bipolar delivered energy on several attempts. Fa found that the force bipolar instrument was fully functional with no product issue. Failure analysis determined that the issues related to the force bipolar errors or complications using the instrument reported by the users with no underlying product issue may be related to the customer induced problems, including misuse of the product and recognition issues.